Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient mentioned their bladder stopped working on its own and they had to have a super pubic tube, stating all of a sudden they couldn't urinate on their own. They stated they took it out and since then they had not had it back in. Patient mentioned they could go and sometimes they could feel it on their skin and they could never hear it hit the toilet. They stated they had a weak stream and sometimes it was regular. No further complications were reported or anticipated.